Event description:
It has been reported that the bd discardit¿ ii syringe has been found experiencing 12 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: inspection criterion: dirt inside the syringe(plastic particles) description of non conformance: were found 3 pieces from 32 impurity inside syringe -plastic particles, which remain inside the barrel. Sample size: 32 acceptable defective quantity: 2 detected defected quantity: 12.

Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 300928 lot 9088977 to investigate for this record. Visual examination of the returned photos concluded the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned "particles" consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment has been completed as an indicator for materials-medicated adverse effects. All tests passed and the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit¿ ii syringe has been found experiencing 12 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: inspection criterion: dirt inside the syringe(plastic particles). Description of non conformance: were found 3 pieces from 32 impurity inside syringe -plastic particles, which remain inside the barrel. Sample size: 32. Acceptable defective quantity: 2. Detected defected quantity: 12.